Event description:
Implanted a bard ptfe graft for a femoral-femoral bypass. In the recovery room, patient begun exsanguinating from area of one anastomosis. Patient returned immediately to or for exploration. Noted that sutures had pulled through the graft and graft was disrupted from the artery. Since there was some slack in the graft, able to resect section of graft and attempt to reanastomose to artery. The sutures pulled through this section of the graft also indicating that the graft material was clearly defective. I opted to remove the entire graft and replace it with a new graft that held sutures perfectly well. The patient subsequently developed infection in the groin -- likely due to the need for re-exploration.